Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient came in for a refill and drug concentration change yesterday and that the healthcare provider (hcp) programmed a bridge bolus but didn't change the dose. Shortly after the refill the patient became unresponsive and was given narcan. The pump was then put into minimum rate mode and the patient was taken away via ambulance. No further complications have been reported as a result of this event.

Event description:
Additional information was received which indicated that the pump was delivering fentanyl and clonidine at the time of the event. In the hospital the pump was reprogrammed from minimum rate to fentanyl (10,000 mcg/ml at 2,000 mcg/day) and clonidine (800 mcg/ml at 160.2 mcg/day). No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and manufacturing representative. It was reported by the patient's friend/family member that on (B)(6) 2020 the patient's pump went off "too early." It was reported the patient's alarm date was not supposed to be until on (B)(6). It was reported the patient went in for a refill appointment on (B)(6) and it was reported the nurse had a "a lot of problems" getting the medication in the pump. It was reported that within a few minutes after the nurse finished refilling the medication in the pump the patient "slowly passed out" and "wasn't breathing." The consumer stated the patient had "pin-point pupils" and the consumer suspected that some of the medication "leaked out of the port" during the refill. The consumer stated that emergency services came and delivered three doses of narcan to the patient until the patient was responsive. The consumer stated the patient's pump was turned off immediately due to this issue because they did not know if was due to a pump "malfunction." The patient was sent to the hospital and had been in the hospital for almost two weeks due to this issue, at the time of the report (on (B)(6) 2020). The pump was re-programmed to a low setting and it was reported the patient had to be monitored because he was going through withdrawal with no pain medication since the pump was turned off. The consumer stated they thought this was due to a combination of medication leaking out of the port causing "a drop to get out" in the patient's body during the refill since the nurse was having difficulty refilling the pump, and the concentration of fentanyl being too high. The consumer stated the hcp never checked the pump during the refill. The consumer stated the hcp later told them that the nurse should have known to reduce the concentration of fentanyl "by 50%" since the concentration of clonidine was reduced. The dose/concentration was provided as "6,000 microgram roughly." It was confirmed by the manufacturing representative the hcp was using software version 1.1.300 at the time of the event. The patient's weight was unknown.

Manufacturer narrative:
Continuation of d11: product ID: a810; product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.